Manufacturer narrative:
The device was returned for evaluation. All damage features on the explanted device are consistent with surgical instruments used during the removal of the device. The removal was related to patient pain that may have been associated with the implant being placed "off midline", suggesting that the cause of pain may be associated with surgical technique. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove a secure c device due to patient pain and the device being placed off midline.